Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip caught on the clip introducer and torn soft tip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. During preparation of the clip delivery system (cds), while inserting the clip into the clip introducer, a small part of the clip introducer soft tip stuck in the clip. It was noted that the insertion of the clip into the introducer performed too fast. The clip was opened, and the introducer soft tip was pulled out of the clip. A small part of the soft tip became torn; however, the decision was made to continue use with this cds. The torn part of the soft tip was removed and the cds was advanced to the mitral valve, and the clip was deployed. Two clips were implanted, reducing mr to 1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: brand name. Correction: catalog number. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. All available information was investigated, and the reported difficult to remove appears to be due to user technique/procedural circumstances as it was reported that insertion of the clip into the clip introducer was performed quickly that subsequently caused a small portion of the clip introducer soft tip to became stuck in the clip. Additionally, the torn material appears to be the cascading effect of clip getting caught on the tip of the clip introducer. It should be noted that throughout the device preparation section of the mitraclip instructions for use (IFU), the IFU warns the user, do not use the device if damage is detected; however, this deviation did not likely contribute to the reported difficult to remove or torn material. There is no indication of a product quality issue with respect to manufacture, design or labeling.